Event description:
The nurse reported this device was asking to restart the generator a few times during the case. It would stop working and the staff would have to reboot the device to get it back to work. After the case, went in the room and checked the system log. Verified a few error logs stating "assert failure". Refered to the manual and called ethicon. Spoke with a tech and he provided the "assert failure" indicates there could be a problem with the hand piece/cord and suggested to find its ID (serial #) to see if this problem occurs whenever a certain cord is used. Shared this information back to operating room nurse who initially reported this problem and haven't had anymore issues. Manufacturer response for harmonic scalpel, gen ii (per site reporter): test the generator with its test kit.